Event description:
The patient underwent knee replacement with kmftr in 1990 (approx). After the operation, the bearing for kmfr (6466-9-210) was worn and replaced to hmrs bearing (6465-6-018) on (B)(6) 2002. We cannot specify why the hmrs bearing was used.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.